Manufacturer narrative:
Event 2 this report has been identified as b. Braun medical internal report number (B)(4). No samples were provided for evaluation. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [FDA res # 97609]). The action is still under review for recall classification and FDA has not completed classification. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available;.

Event description:
As reported by the user facility: event 2 4:49 pm live call received from davita - on two separate occasions the lines pulled in air causing the machine to alarm - patient had to be disconnected to re-circulate (pull the air from the machine). Staff noted that the lines will behave this way if the connections are not tightened enough; the connection between the arterial line and the patient. No harm to any patient as the device malfunctions were caught right. The air and blood are clearly visible in the line. Phone number (B)(6). Reporter provided lot number a2500204. Account number is (B)(4). - failure rate was 2 each. Lot not pulled as no addition issues were noted.